Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned units and confirmed the reported observation of needle through catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified of this non-conformance and a corrective action plan has already been implemented to address this issue and prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants an additional corrective action, resources will be assigned at that time. Conclusion: needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. CAPA #590840 had been initiated to address needle pierced through catheter issue.

Event description:
It was reported that a defective catheter was found before use with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter, "damage to catheter tube before use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter was found before use with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter, "damage to catheter tube before use."